Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported tip damage was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined it is likely the device interacted with the heavily tortuous anatomy during advancement resulting in the reported failure to advance. Further interaction with the anatomy during advancement and retraction of the device likely contributed to the reported/noted tip damage (smashed/torn). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily tortuous lesion in the right coronary artery (rca). Several attempts were made to advance the 4.0x12 rx vision stent delivery system (sds); however the sds failed to cross due to the anatomy and the tip became flared. Another smaller size vision sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return device analysis noted a piece/strip of the tip was torn. None of the tip was missing.